Event description:
It was reported that the patient with this artificial urinary sphincter (aus) stated he experienced recurrent urinary incontinence and felt spasms to urinate, producing only small volumes per void. The patient also reported continuous urine leakage despite activating the control pump, noting that absorbent pads were often saturated prior to reaching the bathroom. The device remains implanted, and the patient was advised to seek evaluation by a physician. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100840504 model/catalog description: balloon unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100865173 model/catalog description: pump unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.